Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(6). This report is filed april 2, 2014. Device not available for analysis.

Manufacturer narrative:
(B)(4): device not avaiable for analysis.